Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective keypad issue resulting in the device not turning on. The device was fully charged and had not shown any previous usage problems. There was no patient harm. The issue was noted before patient use.